Event description:
It was reported that a pt underwent a sling procedure in 2008. Post-operatively, the pt has had four urinary track infections in the last three months. The pt was treated with trimethoprim 100 milligrams two times per day for three days on each occasion. The event is listed as resolved in 2009.

Manufacturer narrative:
Urinary tract infection occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.